Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested: please explain; what was the specific issue with the device? Was the procedure completed successfully? Was there any adverse consequence associated with the patient? Name of the procedure? Date the event occurred? Lot number. Initial procedure date? What is the patient¿s current health status and condition? The following information was obtained: the feedback from the surgeon is that the 2-0 stratafix suture breaks too easy when using the robotic hernia operations. The suture doesn't have barbs that are strong enough to hold the tissue together so the surgeon has to pull harder to approximate the tissue. Eventually it breaks when he pulls on it long enough. They used a vloc suture to complete the case. Robotics ventral hernia repair. No patient consequences. Note: events reported in 2210968-2020-00548, 2210968-2020-00562, 2210968-2020-00563, and 2210968-2020-00547.

Event description:
It was reported that a patient underwent a robotic ventral hernia repair procedure on an unknown date and a barbed suture was used. During the procedure, the suture broke too easy when using. The suture did not have barbs that are strong enough to hold the tissue together so the surgeon had to pull harder to approximate the tissue. Eventually it broke when pulled on it long enough. A different device was used to complete the procedure. There were no adverse patient consequences. No additional information was provided.